Event description:
Procedure: lap appendectomy. Sex: unk. According to the reporter: there were no any clips in the stapler, it was only cutting. The case was concerted to an open procedure.

Manufacturer narrative:
Initial report sent to FDA on 09/28/2007.